Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lots revealed no other incidents. The investigation determined the reported difficulties were due to case circumstances. The difficulty removing was due to the balloon catching in the previous implanted stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right superficial femoral artery. A 6x20mm armada 18 balloon catheter was inflated one time to nominal pressure for post dilatation. The balloon catheter was fully deflated and an attempt to remove it was made; however, it became caught in the previously deployed stent struts. The balloon catheter was moved forward and then was able to be pulled out with no damage noted to the stent. The procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.